Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
No code available for unknown reason for explant.

Event description:
It was reported that the right ventricle lead was explanted and replaced on (B)(6) 2018 for unknown reasons.